Manufacturer narrative:
Device evaluation summary: the reported issue of an error code 43 was verified during service. During the incoming test, the service technician observed the displayed error code 43 after power on. Preliminary analysis was completed. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a bio-console 560 instrument, an error code 43 (sc mpu internal a/d +15 v supply hard error) occurred. The use of the instrument was unspecified. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: the reported issue of an error code 43 was verified during service. During the incoming test, the service technician observed the displayed error code 43 after power on and confirmed it was a battery issue. The battery voltage was 13.9v. Preliminary analysis was completed. The issue was resolved by replacing the battery, the assy system controller module and the assembly 560 bio-console mp module. Preventive maintenance was performed per specifications. Additional information b5: medtronic received additional information that the error code 43 was related with the battery. The battery voltage was 13.9v. Correction d8 (was dev serviced by third party?), d9 (device available for evaluation?), d9.1 (return date), initial reporter region and h3 (device evaluated?): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: the instrument was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.